Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2026-06764. All information has been consolidated into this report.

Event description:
Later, healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "capsule contracture again". This record is for an unknown side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Healthcare professional reported "capsule contracture again". This record is for an unknown side. Device was explanted and replaced.